Manufacturer narrative:
On august 22, 2022, mentor received additional information. The patient underwent unilateral removal and replacement with a right-sided 650cc mentor memorygel breast implant on (B)(6) 2022. Additionally, upon removal, the right device was identified as serial number (B)(6). This serial number matches the left-sided contralateral device reported to mentor. However, in light of the fact that only the right breast was operated on, lot 7694250 has been updated as the impacted product. The size and catalog numbers are the same for both devices. Lot: 7694250. Serial: (B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for lot 7694250, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast surgery with implantation of a 650cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with baker grade IV capsular contracture of the right breast prosthesis during a physical exam with their healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.